Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the left circumflex coronary artery, a 2.5x15 mini vision rx stent delivery system (sds) was advanced into an unspecified guiding catheter with resistance felt against the guiding catheter and excessive force applied, and the distal shaft of the sds separated. As the shaft separation site had not yet been advanced into the guiding catheter, the distal shaft piece was simply withdrawn without difficulty. Another same size mini vision rx was advanced and deployed, successfully treating the target lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.